Event description:
It was reported that the patient received inappropriate atrial tachycardia pacing therapy due to noise issue.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, episodes of non sustained right ventricular oversensing due to noise were observed. No intervention was performed. No further information was reported.